Event description:
Ceramic tip of the mitek vapr electrode was broken off during use. The ceramic fragment was retrieved from the joint at the time of the event. No patient injury occurred as a result of this situation. If this were to recur and the fragment not removed from the joint, it could potentially result in patient injury.